Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the registered nurse (rn) had reused single-use supplies. At the time, the patient was connected for therapy and in the drain cycle. The technical service representative (tsr) explained that the rn had to start over with new supplies if they wanted the patient to continue the therapy. The rn believed that because they did not touch anything, that they would be able to restart the therapy from ¿load the cassette¿. The tsr explained what the next steps would be, but the rn elected to resume the therapy with the same supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.